Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of transmission, it was noted that the atrial lead exhibited episodes of auto mode switch due to lead noise oversensing. The physician stated that the lead had a history of noise and elected to continue to monitor the lead. No intervention was performed at this time. No patient symptoms were reported.